Event description:
It was reported that 4 bd safetyglide¿ needle s experienced a needle that was clogged/blocked. The following information was provided by the initial reporter: material no: 305916, batch no: 0090713. My ntr nurses have reported that they are experiencing device failure with the item. Once the solution is drawn up and the needle is inserted into the patient muscle, the staff member is unable to administer the medication. The report is that the needle seems to be blocked and will not allow the medication to pass through. This has occurred 3-4 times with this lot.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd safetyglide¿ needle s experienced a needle that was clogged/blocked. The following information was provided by the initial reporter: material no: 305916. Batch no: 0090713. My ntr nurses have reported that they are experiencing device failure with the item. Once the solution is drawn up and the needle is inserted into the patient muscle, the staff member is unable to administer the medication. The report is that the needle seems to be blocked and will not allow the medication to pass through. This has occurred 3-4 times with this lot.